Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for four patients. The samples were repeated and the results were normal. The following data was provided: customer¿s normal range: 0 to 5 ng/l 19dec2023 sid (B)(6) initial result = 64.19 ng/l; repeat result = 3.27 ng/l. 27dec2023 sid (B)(6) initial result = 54.13 ng/l; repeat result = 3.91 ng/l. 02jan2024 sid (B)(6) initial result = 33.09 ng/l; repeat result = < 2.7 ng/l. 10jan2024 sid (B)(6) initial result = 120.81 ng/l; repeat result = < 2.7 ng/l. The customer stated the patients (sids (B)(6) ) were held in the emergency for two hours for a follow up troponin testing. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for four patients. The samples were repeated and the results were normal. The following data was provided: customer¿s normal range: 0 to 5 ng/l 19dec2023 sid (B)(6) initial result = 64.19 ng/l; repeat result = 3.27 ng/l 27dec2023 sid (B)(6) initial result = 54.13 ng/l; repeat result = 3.91 ng/l 02jan2024 sid (B)(6) initial result = 33.09 ng/l; repeat result = < 2.7 ng/l 10jan2024 sid (B)(6) initial result = 120.81 ng/l; repeat result = < 2.7 ng/l. The customer stated the patients (sids (B)(6) were held in the emergency for two hours for a follow up troponin testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 54599ud00 and complaint issue. An in-house testing of a retained reagent kit of the complaint lot was not performed since the complaint lot number 54599ud00 expired on 17jan2024. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I, reagent lot 54599ud00 was identified.